Event description:
Event description guidant/crm received information that an implantable pulse generator along with a sweet tip bipolar lead and a selute picotip lead were implanted in a patient on april 19, 1999. Ten days later the patient presented with right ventricular perforation. The lead remains actively implanted. The patient is in perfect health.